Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.

Event description:
It was reported that there was a reversing lead trend over the lead life, and thresholds continued to increase which excessively drained the battery. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.